Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20 september 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer (fse) worked remotely and determined that the screws holding the catch latch had broken off, requiring a full drawer replacement. Rx recovered the drawer in the main application and successfully tested it in hta. Fse cleaned out pockets and debris in and around the drawer and secured pyxibus cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer would not close properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.